Event description:
It has been reported to us that during the second inflation the balloon ruptured at 7 atm. The first inflation was at 7 atm for 180 sec. During the second inflation, the balloon was ruptured at 7 atm right away. The device was changed out with (B)(4), with which the procedure was completed. No issues with pt.

Manufacturer narrative:
The account has indicated that the subject device will not be returned for eval. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be performed. Device discarded - not returned for eval.